Event description:
It was reported that a xience v stent was implanted in a distal, saphenous vein graft artery and 46 months later the patient presented to the emergency room with chest pain [angina] radiating to the throat and jaw for one day. An electrocardiogram (ECG), creatine kinase muscle and brain (ck-mb), troponin, and creatine kinase (ck) laboratory were done revealing no myocardial infarction occurrence. A diagnostic coronary angiogram and percutaneous coronary intervention were done to the target lesion and complete revascularization was achieved. The symptoms resolved and the patient was discharged home the following day . There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(6) - indications for use. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.